Manufacturer narrative:
Three samples were returned. Three samples were not returned. There were three cases with a method code of analysis of production records (3331), device not returned (4114), a results code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method code of type of investigation not yet determined (4118), a results code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). There was one case with a method code of analysis of production records (3331), device not accessible for testing (4117), a results code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method code of analysis of production records (3331), incomplete device returned (4116), a results code of no findings available (3221), and a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient ages range from unknown to 75 years. There were 2 male patients, 1 female patient and 3 unknown gender.